Event description:
It was reported that prior to a surgical procedure, a castor on the navigation system cart broke off as the bolt connected to the castor broke off, when the cart was being transported at the healthcare facility . No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.